Event description:
Caller reported that their pump screen was dark and would not turn on. Customer's blood glucose level due to the issue was displayed as "high"; although a specific value was not provided. Customer administered a manual injection to address their bg. Customer reverted to an alternative method of insulin therapy.